Event description:
It was reported that the programmer would not power on. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the programmer would not power up. It was also noted that the floppy disk drive was intermittently functioning, the keyboard hinge was broken and the power cord bay door was broken.